Manufacturer narrative:
There was no patient involvement. The heater-cooler device 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The maintenance was not performed by a livanova representative. Several attempts have been made to retrieve additional information about the event. However, no new information has been received. It is unclear what is "broken" on the device. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Not returned to manufacturer.

Event description:
Livanova (B)(4) received a report that the patient pump and the distributor board of the heater-cooler system 3t were found to be "broken" during maintenance. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) performed multiple attempts to receive more information, however, no further information has been provided regarding this event, and no additional complaints have been filed by the customer regarding this device or issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. In case additional information pertinent to this case will be received, they will be provided in a supplemental report.